Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, noise on the pace/sense and shock channels, and oversensing. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that the lead was fractured. No additional adverse patient effects were reported.